Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral tavr procedure, the first 23mm sapien valve was positioned 50/50, however, during deployment the valve shifted deploying 70/30 aortic. A post deployment echocardiogram showed moderate paravalvular leak (pvl). In order to troubleshoot, 1cc of diluted contrast was added to the atrion device and the valve was post-dilated yielding no significant improvement in pvl. The decision was then made to deploy a second valve. A second 26mm sapien valve was implanted 1/3 lower into the lvot with a final result of trace pvl and no central ai. After the case the physician and the cs had an opportunity to discuss the perceived root cause for the events. Per report, the too aortic deployment was attributed to the patient's annular calcification and the rapid inflation during valve deployment. Per report, the patient¿s aortic valve was severely calcified, the ejection fraction was 65%, the sinotubular junction (stj) measured 30mm, the sinus of valsalva (sov) measure 38mm, the patient had moderate to severe annular calcification (mac) and no septal hypertrophy. Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient and procedural factors appear to have caused or contributed to this event. No further actions are required at this time. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, it is possible that patient (severely calcified native valve) and procedural factors (rapid inflation during valve deployment) caused or contributed to the events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.